Event description:
On (B)(6) 2010, ans was made aware of an explant of an ipg due to a fractured extension. The tip of the extension was retained within the ipg. The tip of the extension appeared blackened.

Manufacturer narrative:
The lot number provided on the maude database did not match ans records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.